Manufacturer narrative:
(B)(4). Failure to follow instructions (oversizing ¿ 28 mm stent graft implanted in 18 mm neck); off-label, unapproved or contraindicated use (neck diameter <(><<)> 19 mm).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 4.6 cm diameter abdominal aortic aneurysm. The proximal aortic neck had a diameter of 18 mm, with a length of 17 mm. It was reported that the physician implanted the stent graft system. After deployment of the main body and the contralateral limb, touch up was carried out by ballooning. After the touch up, a type ia endoleak was noted at the proximal end of the main body. An aortic cuff was implanted to resolve the leak. The endoleak was still present, so additional ballooning was carried out. The endoleak was decreased, but still present. At follow up a week later, the leak had resolved. No additional clinical sequelae were reported and the patient is fine. The physician commented that the oversized device choice would have caused wrinkle on the device, which would have led to occurrence of endoleak. Addition of aortic cuff and another ballooning decreased the amount of leak so that the patient would be monitored.